Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jan 10, 2024.

Manufacturer narrative:
Correction: coding should have been capturing problem not pacing problem.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, and high pacing impedance on the right ventricular (rv) lead. The physician elected to revise the rv lead. The patient was in stable condition.